Manufacturer narrative:
One photo was shared by the customer, where an ICU medical set and an unknown bd set are observed, however no anomalies, leaks or damage are observed. The complaint of leaks on item 12514-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed of possible lots number #13959618 was performed and non-conformities were found that would have led to the reported condition on the complaint. Possible lot number involved 1395961; manufactured date 4/1/2024 expiration date 4/1/2029.

Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer with a possible lot number 13959618. The reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the IV set. Evidence of leaks were observed beneath the tegaderm sticker used to cover the IV and connector. The patient was receiving a CT scan via an apex CT scanner in the emergency room -b pod, c pod, sru, and ER at the facility. There was patient involvement, but no human harm and no delay in therapy. There were 20 incidents that occurred- this captures the tenth of 20 reports.

Manufacturer narrative:
The lot number is unknown. However, a possible lot number of 13959618 was provided. Manufacturing date: 01-april-2024. Expiration date: 01-april-2029. The device is not available for investigation. Upon completion of the investigation a supplemental MDR will be submitted.